Manufacturer narrative:
(B)(4). CAPA: the events are already addressed in the labeling. Further the labeling states; as with all transcutaneous procedures, restylane-l implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. No corrective/preventive action is initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 13436. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the event. The case report is assessed to fulfill the seriousness criteria due to hospitalization and IV antibiotics.. Additional comments: device not returned to manufacturer for evaluation.

Event description:
A report (B)(4) was received on 02-jun-2016 from the physician concerning a (B)(6) female patient who received 1 ml of restylane-l (lot code 13436 expiration 31-oct-2017) to the left periorbital region, one syringe of radiesse (lot code 100082355 expiration 29-jan-2018) to the cheeks and oral commissures and one syringe of juvederm ultra plus xc (lot code h30la50412 expiration 14-feb-2017) to the lips on (B)(6) 2016. The original needle from the package for restylane-l was used, but the technique for administration was not known by the reporter. The reporter stated the office had a process that included utilizing a sterile drape and proper skin prepping procedures. On (B)(6) 2016 the patient noticed swelling in the left lower orbit. On (B)(6) 2016, the patient went to the emergency room and was evaluated and had a CT scan that showed a 2 cm fluid-filled abscess with cellulitis on the lower left orbital region. The patient did not disclose the filler procedure. The patient was admitted from (B)(6) 2016. She was treated with unspecified intravenous (IV) antibiotics on (B)(6) 2016, had an incision and drainage on the left lower with cellulitis on the left side of the face and left fluid collection and had a negative culture result of the abscess fluid. In the hospital she had an infectious disease consultation and at that time the patient disclosed the previous filler procedure. The infectious disease physician stopped the antibiotics at that time to see what would happen. The patient smoldered along. On (B)(6) 2016, the patient was on a course of keflex (cefalexin), has had a smoldering inflammatory mass and still had inflammation in the left eye region. On (B)(6) 2016 the patient had another incision and drainage; it was still inflammatory and the physician not sure if the patient had an infection. Was referred to the reporting physician for hyaluronidase. A follow-up report was received on 07-jun-2016 from the physician. The patient's periorbital swelling was resolving and appeared better at a (B)(6) 2016 follow-up exam. No intervention was taken at that time by the physician.